Event description:
A customer reported that a malfunction alarm, specifically alarm 20, occurred with their insulin pump during pumping. The customer's blood glucose level was reported as 14.4 mmol/l, indicating no adverse impact. The customer was unable to successfully load a new cartridge because the alarm recurred. Customer reverted to using multiple daily injections (mdi) as a backup therapy.